Manufacturer narrative:
Investigation summary: a specific cause for the reported events could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, could not be conclusively established. The heartmate 3 lvas IFU lists stroke, other neurological event, right heart failure, and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Patient remains ongoing on the device. No further information was provided. The manufacturer is closing the file on the event.

Event description:
Additional information: it was reported that patient required emergent rvad protek duo (another manufacturer's device). Rvad was explanted on (B)(6) 2016.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device 1 day. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2016. It was reported that when attempting to wean sedation the patient developed a multifocal, asynchronous, rhythmic jerks of his jaw, lue, and rle. A CT of the head was obtained that showed an old parietal and occipital infarct, and a left frontal infarct that may be late acute or early subacute. There was no hemorrhage and per neurology consult, both subacute and occipital infarcts are unlikely to be contributing to myoclonus. The patient was started on heparin on (B)(6) 2016. Patient was said to be vasoplegic with worsening perfusion and renal function, unresponsive to diuretics. The patient required emergency rvad protek duo placement in the after noon. On (B)(6) 2016, the patient was noted to have improved perfusion with their rvad. Rvad was explanted on (B)(6) 2016. On (B)(6) 2016 the patient remained on milrinone, dobutamine, norepinephrine, vasopressin and inotropes was greater than 1 a week post implant. Norepinephrine, vasopressin, and milrinone were discontinued on (B)(6) 2016. Inotropes were weaned off on (B)(6) 2016 and dobutamine was discontinued on (B)(6) 2016. No additional information was reported.